Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
After a review of the file, an input error occurred and this file is not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the first device was working fine the there was an error message to relax pressure then an error appeared to tighten hand piece. The staff shut down the generator and tightened the device then tried again and replace error message appeared. The second device worked for three bites then the device beeped but there was no energy at all. Another energy device was used to complete the procedure. No adverse consequences reported.